Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a piece or part fell into patient cavity, but it was fully retrieved. The surgeons at the hospital have said the situate sponges were linting more than their previous sponges. Patient status was asked, but unknown.

Manufacturer narrative:
The product was not returned; however, a picture was provided by the customer for analysis. No product was shown in the picture. The reported condition was not confirmed. The investigation found the picture did not show the sponge, only a small fiber. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.